Event description:
During a percutaneous transluminal angioplasty procedure, the physician attempted to deploy a smart stent in the left external iliac artery. During the release of the stent, the stent position was not controlled, and the stent was deployed inaccurately missing the lesion for approx 3cm. Another stent was deployed to cover the entire lesion and the procedure was completed successfully. The vessel was moderately calcified, mildly tortuous vessel and 85% stenosis. The access site was the right femoral artery. There was no adverse consequence to the pt.